Manufacturer narrative:
This report is submitted september 09, 2019.

Event description:
It was reported that the electrode array had migrated out of the cochlear, re-implantation surgery is scheduled at a later date.

Manufacturer narrative:
This report is submitted on august 15, 2019.

Event description:
Per the surgeon, the patient 3 skin flap revisions (reason not provided).